Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2022 - the delivery sheath became unattached from the hub. They removed the stent and successfully completed the procedure with a medtronic stent. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Ziv5/ziv6/zfv6. Are images of the device or procedure available? N/a, yes, no. No. At what stage of the procedure did the complaint occur? Unpacking or preparation of the device, insertion, stent placement, removing the introducer. Preparing for stent deployment. Details of access sheath used (name, fr size, length)? Cook 5 fr 45 cm. What was the target location for the stent? Sfa pop. Was the product inspected for kinks or damage before use? (N/a, yes, no). No. Was the device used percutaneously? (N/a, yes, no). Yes. Was the device flushed through both flushing port before the procedure, as per IFU? (N/a, yes, no). Yes. Was pre-dilation performed ahead of placement of the stent? (N/a, yes, no). Yes. Was post-dilation performed after the placement of the stent? (N/a, yes, no). Not placed. Details of the wire guide used (name, diameter, hyrdophyllic)? .014 hydro st. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered. No. Was resistance encountered when advancing the wire guide to the target location? (N/a, yes, no). No was resistance encountered when advancing the delivery system to the target location? (N/a, yes, no) no. How did the physician deal with this resistance? N/a. Was the approach ipsilateral or contralateral? N/a, ipsilateral, contralateral -contralateral. If contralateral, was the bifurcation angle steep? (N/a, yes, no). No. Did the tip of the delivery system cross the target location? (N/a, yes, no). Yes. Was the delivery system tracked around a tight angle in the patient anatomy? (N/a, yes, no). Just the bifurcation. Was the delivery system damaged/kinked/twisted during deployment? (N/a, yes, no). No, never deployed. Was the handle pulled towards the hub during deployment? (N/a, yes, no). Did not get that far. Was the delivery system pushed during deployment? (N/a, yes, no). N/a. Was the stent deployed smoothly / without resistance? (N/a, yes, no) n/a. If no, please detail any difficulty experienced during deployment: what artery was the stent placed in? Was not placed. Was the stent fully deployed from the delivery system prior to removal of the delivery system? (N/a, yes, no). N/a. Did the patient have any pre-existing conditions? (N/a, yes, no). Unkr. If yes, please specify: did the patient require any additional procedures as a result of this event? (N/a, yes, no). No. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. N/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? (N/a, yes, no). No. Please specify if yes.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21oct2022.

Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003. Device evaluation: the ziv5-18-125-7-80 device of lot number c1929677 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the device the following was noted: visual inspection the outer sheath was separated from the handle at the white connector cap. The red safety lock was not returned. Functional inspection: stent was not returned. Device flushed with no issue 0.018-inch wire guide passed through the device with no issues. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries¿. Also, the IFU instructs the following: ¿introduce the extra or ultra-stiff wire guide...5.0 french (1.67mm) system accepts 0.018inch (0.46mm) wire guide¿. From the additional information obtained, it is known that the target location for this procedure was the sfa popliteal, and these devices are not intended for use here as instructed by the IFU. The wire guide used was a 0.014-inch wire guide and not the recommended 0.018inch as instructed in the IFU. Root cause review: a definitive root cause of off label use was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The intended area for use is the iliac arteries yet the users intended target location for this device was the sfa. Also, secondary to the off label usage, the user also used a non recommended wire guide size. The off label use and the use of a non recommended wire guide could have lead to extra resistance being encountered. As the wire guide would not have offered enough support, which would have meant more force being used which would have led to the sheath becoming unattached from the hub. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: complaint is confirmed as the failure was verified in the laboratory. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. The user used this device outside of its intended and validated area of use and also used a non recommended wire guide size. As per rep on 12th august 2022 to the patient event notes ¿ description of event ¿ the stent was removed and the procedure was successfully completed with a medtronic stent. Trending will monitor if any future investigation is required according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the device returned and lab evaluation. Lab evaluation date: 22 sept 2022 visual inspection: the outer sheath has separated from the handle at the white connector cap. The red safety lock is not returned. Functional inspection: stent is not returned.(follow up to check if it has been deployed). Device flushes with no issue. 0.018 inch wire guide passes through the device with no issues.